Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) reported to the health care professional (hcp) that their device had been beeping all night. Technical services (ts) discussed the beeping tone cadence for this device and that it was likely not the device beeping. The crt-d also exhibited right atrial (ra) pace impedance measurements of greater than 3,000 ohms. It was noted this had been known. The device remains in service. No adverse patient effects were reported. Additional information was received from the field that the high out of range right atrial (ra) pace impedance measurements had started back in mid-september of this year, and that the device beeping was assumed to be due to that. The patient is in atrial flutter. No troubleshooting has been performed and the patient has not bee seen in the clinic. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information is being requested from the field. If additional information is received this report will be updated.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) reported to the health care professional (hcp) that their device had been beeping all night. Technical services (ts) discussed the beeping tone cadence for this device and that it was likely not the device beeping. The crt-d also exhibited right atrial (ra) pace impedance measurements of greater than 3,000 ohms. It was noted this had been known. The device remains in service. No adverse patient effects were reported.